Event description:
The customer reported that the grounding pad burned a pt. No other info was provided.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under investigation. When the device eval is complete, a f/u report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident e751025 found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. Additionally, the concomitant forcetriad generator was tested and found to function within specification.